Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump passed occlusion test, no delivery test and displacement test. The insulin pump had scratched display window and broken battery tube threads.

Event description:
The insulin pump alarmed during the prime process. Insulin squirts out during the prime process. The customer is experiencing high blood glucose. Customer stated that during the night the insulin ran out of insulin. The blood glucose reading is 363 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.